Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not producing x-rays because of the ippc start up failure. The engineer troubleshooted the system and reinstalled the software ippc. After installation of software, the device was returned to use in good working order. Later, the issue recurred, the device returned to full functionality by re-installing the ippc software. The codes were updated based on the investigation outcome. Device problem code was corrected.